Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported problems with the seal when a mating device is connected to the 1000m split septum connector. The leaks occur when the connector has been first accessed with the carefusion 11g locking blunt connector and subsequently is accessed with a non-carefusion 18g blunt cannula. The transport vial containing the returned injection port had the date and time of the event and "holes in cap spraying saline" written on the vial. There was no pt/staff harm and med intervention was not required. No further pt or event info was provided.